Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 1627487-2023-05503. It was reported that the patient would undergo replacement surgery to correct a past surgery of anchoring the leads, on (B)(6) 2023 surgery took place and the entire system was replaced. Therapy was recovered post-op.